Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse events of peritonitis, cramping, immobility and abdominal pain; however, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse events of peritonitis, cramping, immobility and abdominal pain. Additionally, there is no allegation against any fresenius products and the adverse events. It is unknown if any fresenius devices or products were utilized during the medical or rehabilitation hospitalization. However, there is a possible association between the reported peritonitis and a breach in aseptic technique during renal replacement therapy (rrt), as the nurse stated that the peritonitis was possibly related to touch contamination. Additionally, there is a probable relationship between the common gastrointestinal symptoms of abdominal pain, cramping, and renal failure. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient had to disconnect from the cycler during dwell 2 of pd treatment to go to the hospital for cramping and stomach (abdominal) pain. The patient reported that she felt like she could not move but was reportedly not overfilled. While hospitalized, the patient was diagnosed with peritonitis, which was possibly due to touch contamination. The patient was transitioned to hemodialysis (hd) while in the hospital and was discharged on (B)(6) 2017. No further information has been made available at this time.